Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Date of the event is unknown. Customer reported a leaking set, unable to provide location of the leak. Customer indicated that nurses can go through several sets before it works and it occurs intermittently. All used sets have been discarded. No other information is available.